Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked probes and cleaned them with a stylus. Nozzle spring tension was checked and was okay. The condition of the cuvettes was checked. The incubator bath and filter were cleaned. Mechanism checks were performed and positions were verified as okay. The gear pump pressure was checked. An incubator bath exchange, air purge, reagent prime, reaction cell wash, cell blank measurement, and photometer check were performed. Precision studies were performed. The sample tubes were repeated after the service actions on (B)(6) 2021. The first tube resulted in creatinine value of 595 umol/l accompanied by a data flag and the second tube resulted in a creatinine value of 589 umol/l accompanied by a data flag. The first tube resulted in urea value of 15.3 mmol/l accompanied by a data flag and the second tube resulted in a urea value of 15.5 mmol/l accompanied by a data flag. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for creatinine and ureal urea/bun on a cobas 4000 c (311) stand alone system. The specific creatinine reagent that was used was requested, but not provided. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 119 umol/l and repeated as 583 umol/l. Another tube collected from the patient at the same time was repeated, resulting in a creatinine value of 590 umol/l. The sample initially resulted in a urea value of 2.1 mmol/l and repeated as 15.3 mmol/l. Another tube collected from the patient at the same time was repeated, resulting in a urea value of 15.2 mmol/l. The creatinine and urea reagent lot numbers and expiration dates were requested, but not provided.